Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, unexpected pump beeping, and black circle on the screen were noted during testing. The following cosmetic damage was also found: minor scratches on the lcd window, scratched reservoir tube window, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the pump was beeping and that there is a black circle on the screen with a button error alarm. The patient's blood glucose at the time of incident was 179 mg/dl. The customer stated that the error message could not be erased. The customer also confirmed they did not recall if the pump had been dropped, bumped, or exposed to moisture. The battery was removed from the pump for a half hour but once it was reinserted the button error alarm reoccurred. The insulin pump was returned for analysis and a replacement device was shipped to the customer.